Event description:
It was reported that stent inadvertent deployment occurred. A 5x80x130 innova self-expanding stent was selected for a procedure. While opening the packaging, however, the stent was found partially released at the distal end. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: an innova device was returned for analysis. A visual and tactile examination identified an outer sheath kink 1mm distal from the distal end of the nose cone. The device was received with the stent already deployed from the delivery system. The deployed stent was returned with the device. No issues noted with the returned stent. A visual examination identified that the distal section of the tip section was separated. The separation displays evidence of being carried out using a sharp implement. The distal section of the tip was not returned for analysis. A visual examination identified no issues or damage to the handle of the device. The thumbwheel lock was not in place on the handle and was not returned for analysis. The investigator opened the handle of the device. There was no evidence of inner prolapse.

Event description:
It was reported that stent inadvertent deployment occurred. A 5x80x130 innova self-expanding stent was selected for a procedure. While opening the packaging, however, the stent was found partially released at the distal end. There were no patient complications as a result of this event.

Manufacturer narrative:
This investigation is assigned a conclusion code of unintended use error caused or contributed to event based on the probability of the thumbwheel lock accidentally detaching from the device due to handling during preparation for the procedure. The stent cannot be deployed with the thumbwheel lock in place on the device. Premature removal of the thumbwheel lock would have led to accidental inadvertent deployment of the stent.

Event description:
It was reported that stent inadvertent deployment occurred. A 5x80x130 innova self-expanding stent was selected for a procedure. While opening the packaging, however, the stent was found partially released at the distal end. There were no patient complications as a result of this event.